Event description:
It was reported that the customer had sensor and blood glucose had 40/50 points discrepancy and insulin pump would go to threshold suspend. Customer stated sensor reading would be 52 and blood glucose was 96 mg/dl. Customer stated that sensor expiration was (B)(6) 2015. Customer was advised the reason for inaccuracy maybe was due to expired sensors. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.